Event description:
It was reported that prior to surgery, it was observed that the battery oscillator was not working at all. There were no delays to a scheduled surgical procedure as an identical spare device was available for use. There were no patient or user injuries reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A different lot number was returned for evaluation. The lot number provided in the initial medwatch was 2601, the new lot number provided was 4552. The manufacturing date was reported as nov 11, 2005 in the initial medwatch and has been updated from to oct 20, 2011. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device has been returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the reported condition was confirmed. The assignable root cause was determined to be due to an internal motor or electronic control unit failure due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.